Event description:
A surgeon reported approx two years following a glaucoma filtration device implant; the intraocular pressure (iop) increased and the pt's vision decreased. Additional info has been requested.

Manufacturer narrative:
The sample was not returned. The shunt remains implanted; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to MFR's release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).